Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital with gradually worsening neurological problems and was less responsive. The CT of the head showed severe communicating hydrocephalus with x-ray showing the valve set at a higher setting of 2.0. Per the doctor notes, 50ml of cerebrospinal fluid were tapped from their valve and the patient showed improvement. Also per the notes, during the bedside evaluation, the device appeared to be working well proximally and distally; however, the doctor was not able to obtain an accurate reading of the device setting at the bedside, and it did not correlate with the x-ray image. The doctor was unable to reprogram the device to a lower setting so the patient was taken for right ventricular peritoneal shunt revision for possible malfunction on (B)(6) 2018. Per the doctor, they were unable to program the valve in the normal manner. The valve was replaced and the patient was discharged on (B)(6) 2018.